Event description:
A nurse educator at a pediatric specialty clinic reported that the patient was admitted to the hospital with diabetic ketoacidosis (dka) while using the pod for an unspecified duration. The hospital's clinical team examined the patient's glooko report and felt that the pod had not been working properly for several days, the pod was not changed, and it is reported and the patient's parent did not recognize the signs indicating a potential problem. The pod was ultimately replaced, leading to stabilized blood glucose levels; however, the patient was already suspected to be in dka. Currently, the patient is said to be in a 'vegetative' state requiring intubation. No additional information is available as the clinic has requested no communication with the family due to the sensitive nature of the incident.

Manufacturer narrative:
The patient issue was reported to insulet on 7jan2026; however, the actual date of the reported event was not provided. The insulet cloud system was checked for data from the user for the period of (B)(6) 2025-(B)(6) 2026. Data was found to be available for the period of (B)(6) 2025-(B)(6) 2025. This data was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm appropriately adjusted the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed that the last pod was deactivated at 19:17 on (B)(6) 2025. The phb data showed regular occurrences and stretches of urgent high (greater than 401 mg/dl) values received from the sensor during this period, with the phb data showing that the system responded appropriately while in automated mode, increasing the microbolus amounts to the max value. This would result in the generation of automated delivery restrictions after extended periods of max delivery, which put the system into automated mode: limited delivering safe basal, the lower of the user's manual basal program and the adaptive basal rate, until the alert was acknowledged and the system put into manual mode. The cloud data showed evidence that each bolus record captured in the cloud was from a bolus that was actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after each bolus delivery. The cloud data also showed that each notification, reminder, and alert captured in the cloud was correctly generated when conditions were met. No evidence of issues with insulin delivery or of any other issues with the system were observed in the available cloud data. Locked down smartphone: data not available omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.